Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile examination noted multiple hypotube kinks along the length of the hypotube. A detailed microscopic examination of the balloon material identified a 1.5mm tear in balloon material distal to the proximal markerband. In addition, a pinhole was noted at the site of the missing blade segment of blade 2 under the blade pad. Microscopic examination of the shaft polymer extrusion noted the inner lumen bunched and stretched 4.9cm from tip. In addition, there was further stretching under the proximal balloon cone. One blade identified approximately 2mm of the proximal portion of the proximal blade segment detached and approximately 1mm of proximal portion of the proximal segment detached. No pad damage detected. The remainder of the blades identified no issues and blade pads intact. Tip showed no signs of tip damage. Examination of the distal markerband identified no damage. The proximal markerband was flattened. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the left coronary heart artery. A 10mm x 3.00mm wolverine coronary cutting balloon selected for use. During the procedure, when the balloon did not reach the lesion, it was found that the balloon was deployed by itself through any operation, and there was a quality problem that could not be used. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified. The balloon was deployed automatically without any operation. It was further reported that the balloon section was not detached but it was partially inflated.

Manufacturer narrative:
H6 - device code: corrected. E1 - initial reporter phone:(B)(6).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the left coronary heart artery. A 10mm x 3.00mm wolverine coronary cutting balloon selected for use. During the procedure, when the balloon did not reach the lesion, it was found that the balloon was deployed by itself through any operation, and there was a quality problem that could not be used. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified. The balloon was deployed automatically without any operation. It was further reported that the balloon section was not detached but it was partially inflated.

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the left coronary heart artery. A 10mm x 3.00mm wolverine coronary cutting balloon selected for use. During the procedure, when the balloon did not reach the lesion, it was found that the balloon was deployed by itself through any operation, and there was a quality problem that could not be used. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left coronary artery. The balloon was deployed automatically without any operation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the left coronary heart artery. A 10mm x 3.00mm wolverine coronary cutting balloon selected for use. During the procedure, when the balloon did not reach the lesion, it was found that the balloon was deployed by itself through any operation, and there was a quality problem that could not be used. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
D4 - lot number: updated. H6 - device code: corrected. (B)(6).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the left coronary heart artery. A 10mm x 3.00mm wolverine coronary cutting balloon selected for use. During the procedure, when the balloon did not reach the lesion, it was found that the balloon was deployed by itself through any operation, and there was a quality problem that could not be used. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified. The balloon was deployed automatically without any operation.